Event description:
On (B)(6) 2012, the reporter contacted animas to report repeated loss of prime warnings with the subject pump. The pump was not available for troubleshooting at that time. She reported being in dka but no other information was provided at the time, such as the dates/times of the dka, what events led to the dka, and if she felt that the pump contributed to the dka. Animas has made 3 attempts to contact the patient for more information; however, was not successful in obtaining additional information. Based on the provided information at this time, this complaint is being reported as an adverse event due since there is not enough information to rule out the pump's involvement in the patient's reported dka. In addition, it is unknown if there was a possible malfunction since the pump was not troubleshot by customer service.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.